Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2017-35353. A revision procedure was performed following implant due to high impedance. During the procedure, the lead could not be disconnected from the header of the device. The system was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The results of the analysis found the set screw was firmly stuck in the connector block caused by epoxy found in the connector block threads. When the set screw is tightened into the epoxy in the threads the epoxy has the effect of locking the set screw in place. The set screw in this condition cannot be untightened with the normal wrenches or tools. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block thread areas.